Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: thrombus could not be confirmed through this evaluation as product is inaccessible for evaluation, no images were provided, and the submitted log files captured the pump functioning as intended. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. Additionally, a direct correlation between the reported events and the suspected thrombus could not be established. Multiple attempts were made to obtain additional information regarding the reported event; however, to date no additional information has been provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis, arrythmia, and hemolysis, which may be associated with the use of heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists arrythmia and thromboembolism as potential late postimplant complications. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a pump exchange on (B)(6) 2024 due to an outflow graft obstruction. The patient developed decompensated heart failure after having implantable cardioverter defibrillator (ICD) shocks on (B)(6) 2025. The patient had a previous case and there was another case in literature of thrombus ingestion after ICD shock with normal left ventricular assist device (lvad) parameters despite a temperature increase. The physician thought the current presentation on the new pump was odd. The patient's acute cardiogenic shock could have been from recurrent ingestion of fibrin after the ICD shock. The lvad parameters appeared to be fine, but they were similar to the previous event of low flows. An ingestion of fibrin could have been subtle. The echocardiogram was telling as the left ventricular end-diastolic diameter (lvedd) increased from 5.7 cm to 7.1 cm despite higher speed and atrioventricular (av) node opening with every beat. The patient's lactate dehydrogenase (ldh) also increased to greater than 2300 u/l in the setting of shock, then decreased to 500 u/l, but was still higher than baseline which was in the ~230s u/l after the new pump was implanted. The patient appeared to be in mixed shock. There were no unusual events recorded in the log file event history. The lvad temperature fluctuates between 43-47 degrees celsius and was within the accepted operational range. The rotor displacement and rotor noise appeared to be stable. The trended data did not appear to show any indication of an obstruction or ingestion event. The equipment was operating as intended. Related MFR#: 2916596-2024-06548, (previous pump exchange on (B)(6) 2024 due to an outflow graft obstruction/thrombus).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.